Event description:
The tps universal driver was sent for evaluation because it was running on its won without activation during a testing. There was no pt involvement; no adverse event was associated with the device.

Manufacturer narrative:
Corrosion damage was noted within the internal components of the device.